Event description:
According to the reporter, during liver resection, the theatre team swapped out the tip that comes from the standard non-medtronic e lectrosurgical pencil for an insulated tip at the start of the case. Used a generator with settings of 30 cut and 30 coag and was used to fulgurate and after 30 minutes of continuous use during the dividing of the ligaments and mobilizing the liver in a segment seven liver resection the electrode was observed to have a flame like a size of match fire was evident at the distal tip and was extinguished by itself within less than two seconds. It was removed from the patient and in the words of the assistant "it extinguished itself" with no need to put the flame out. The nurse reported that "the tip is very singed and the insulation has been affected by smoldering". A new electrode from exactly the same lot number was placed on a brand new non-medtronic electrosurgical pencil with the same generator and the procedure was completed without further incident. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during liver resection, the theatre team swapped out the tip that comes from the standard non-medtronic electrosurgical pencil for a medtronic insulated tip at the start of the case. Used a medtronic generator with settings of 30 cut and 30 coag and was used to fulgurate and after 30 minutes of continuous use during the dividing of the ligaments and mobilizing the liver in a segment 7 liver resection the electrode was observed to have a flame like a size of match fire was evident at the distal tip and was extinguished by itself within less than 2 seconds. It was removed from the patient and in the words of the assistant "it extinguished itself" with no need to put the flame out. The nurse reported that "the tip is very singed and the insulation has been affected by smoldering". There was no patient injury.